Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result was 59.68 pmol/l and was reported outside the laboratory. A second sample collected and tested on (B)(6) 2015 had a result of 13.04 pmol/l. The first sample was then retested and the result was 15.39 pmol/l. The patient was not adversely affected. The ft4 reagent lot number was 186318. The expiration date was requested, but was not provided.

Manufacturer narrative:
Based on the provided information, a specific root cause could not be identified. A general reagent or calibration issue could be excluded as calibration and qc results were within specifications.